Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Follow-up #1 date of submission 11/14/2016-correction to serial #, brand name, model #, & PMA/510(k)#.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 500 mg/dl with symptoms of thirst, nausea, vomiting, and moderate ketones. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had remained on the pump at the time of the call. The reporter was unable to troubleshoot the pump at the time of the call. The reporter stated that the pump's basal and bolus settings had been changed by the patient's healthcare provider in relation to the blood glucose excursion. This complaint is being reported based on the allegation that the patient had a hyperglycemic event while on the pump.